Event description:
Customer reported being admitted as an inpatient for medical treatment customer insisted that they were looking through their setting, their basal rates were set at 1.3 per hour when they should be set at 0.5 units per hour. Assisted with fixing basal rates. Customer believes they must have accidentally changed the rates. Advised to monitor the pump.